Event description:
During inspection, customer observed that the device had a service indication. Physio-control evaluated the device and verified the service indication and fault codes in memory that indicate a failure to boot properly. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the root cause of malfunction to be the u8 ic chip.